Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three years three months, the patient experienced severe abdominal pain. CT abdomen/pelvis demonstrated ivc filter with multiple legs penetrating the cava with one leg adjacent to the origin of the inferior mesenteric artery and one of the ivc legs fractured which is angulated cranially. Subsequently, the fractured ivc filter limb retrieval and the filter retrieval attempt was performed using bard recovery cone. Digital subtraction angiography demonstrated filter was imbedded and endothelialized within the caval wall. The filter limb was removed using amplatz gooseneck snare. The filter was unable to be removed as the head was completely endothelialized. Therefore, the investigation is confirmed for limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using recovery cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three years three months, the patient experienced severe abdominal pain. CT abdomen/pelvis demonstrated ivc filter with multiple legs penetrating the cava with one leg adjacent to the origin of the inferior mesenteric artery and one of the ivc legs fractured which is angulated cranially. Subsequently, the fractured ivc filter limb retrieval and the filter retrieval attempt was performed using bard recovery cone. Digital subtraction angiography demonstrated filter was imbedded and endothelialized within the caval wall. The filter limb was removed using amplatz gooseneck snare. The filter was unable to be removed as the head was completely endothelialized. Therefore, the investigation is confirmed for limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using recovery cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, computed tomography scan of abdomen and pelvis demonstrated the filter with legs penetrating the caval wall. One of the legs was adjacent to the origin of the inferior mesenteric artery. Another one of the legs was fractured and was angulated cranially. The next day, foreign body retrieval of fractured filter limb was performed. Bard recovery cone sheath was introduced. Digital subtraction angiography demonstrated one of the filter limbs was fractured and angulated in a cranial direction. Several of the limbs had penetrated the wall of a cava. Attempt was made to loosen the filter and retrieve it, but the head of the filter was imbedded and endothelialized within the cava. The fractured limb was loop sared with an amplatz gooseneck snare, and this limb was removed. Around six years and eight months later, computed tomography scan of chest showed there was bilateral acute pulmonary emboli in every segmental branch. Around six months later, computed tomography scan of abdomen and pelvis showed some of the struts may lie external to the lumen of the inferior vena cava. Around twenty days later, initial scout images demonstrated the filter was fractured at one site. Utilizing the bard retrieval cone, attempts were made to capture the apex of the bard g2 filter. These were unsuccessful. Subsequently, rigid endobronchial forceps were introduced, and the filter apex was captured. The sheath was then advanced to coaxially collapse the filter. Visual inspection of the explanted filter demonstrated that it was intact. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for material deformation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using recovery cone but were unsuccessful due to filter tilt and perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.